Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient was experiencing muscle tightness in toes and feet since around may 1st. The patient has had 2 brain mris and the device was turned off at both of them. The patient was not sure but did not think they were still feeling the tightness when therapy was off. The agent reviewed the option to turn down stimulation or turn off therapy for a few hours to see if that goes away. The patient mentioned they had been on the same setting for quite a while and had not been increasing stimulation. The patient turned stimulation down and it seemed to get a little better but now it was back and the patient woke up at 3 in the morning with it going on. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.